Event description:
The sales rep reported on behalf of the customer, that the v40 alumina ceramic head would not fit onto the v40 exeter stem and it appeared that the tapers were incompatible. The sales rep further reported that another head was immediately available. Therefore, there were no delays to surgery and no adverse consequences were reported.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.